Event description:
The physician performed an egd for treatment of a bleed (location unknown). The resolution clip device grasped the site of the bleed. The device would not fully deploy. Attempts to release the clip resulted in the device being torn from the tissue. Another clip was placed successfully at this site. The patient contition was noted to be fine with no report of any ill effects. No further information is available at this time.

Manufacturer narrative:
Product was returned for investigation. Evaluation: rec'd one 235cm hemostatic clipping device for return investigation. Fluid and dark residue was present in the distal tip of the sheath to indicate use. The outer sheath was covering the distal clip assembly. The clip assembly was deployed while inside the outer sheath approximately one inch from the end. It appears that the clip assembly was deployed while inside the outer sheath. Conclusion: the end-user did not expose the clip assembly out of the outer sheath prior to deploying the device.